Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely elevated potassium (k) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were auto-verified in the laboratory information systems (lis) when flagged with a high hemolysis, icterus, and lipemia (hil) value. The customer stated that the lis released the erroneous results flagged with an "h" value instead of being held. A siemens technical application specialist (tas) was dispatched to the customer¿s site. During the visit, the tas inspected the instrument, verified the hil configuration settings and changed it from "on" to "auto-on." Following this adjustment, the atellica data manager (adm) successfully held results flagged for hil. After the new setting change the instrument held hil flag without reporting. Siemens evaluated the event and concluded that hil auto-on settings not enabled in the system, potentially contributed to the falsely elevated k results. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that falsely elevated potassium (k) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were auto-verified in the laboratory information systems (lis) when flagged with a high hemolysis, icterus, and lipemia (hil) value. The customer stated that the lis released the erroneous results flagged with an "h" value instead of being held. The initial results were reported to the physician(s), and it is unknown if the results were questioned and if the samples were repeated. The customer did not provide the patient results data to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k results.